Event description:
I have sleep apnea and am the owner/user of a recalled philips dream station breathing therapy device. I did not receive any notification from the device provider, (B)(6), or the device manufacturer, philips, that the device was on a recall list. I first learned of the philips recall in (B)(6) 2021 upon reading an online article. I immediately contacted (B)(6)customer service to ascertain whether my device was on the recall list, and to inquire as to what the appropriate follow up would be. I was initially told by them they were unaware of any recall of philips CPAP devices. They subsequently confirmed there was a recall but couldn't tell me whether my device was on the list or what to do. They advised me to contact philips. On (B)(6)through additional research on the philips website I was able to confirm that my device was likely on the recall list. While on their website, I tried unsuccessfully to register my device for the recall through the philips online recall registration portal. When that failed I called the philips recall help number. Spoke with (B)(6). She registered my unit over telephone, and provided me a confirmation # (B)(4). She said the unit would be replaced. She said if I didn't hear from them in two weeks, call back to determine status. Not hearing from philips in the two week time frame, I called them today, (B)(6) 2021. Spoke with (B)(6). (B)(6) could offer me no assistance, no information, or provide me a timeline when I might be hearing from philips again, or when my device might be replaced. He said they were still awaiting regulatory approval from some agency, but didn't specify the agency or what specifically they were awaiting approval for. I'm finding all this to pretty frustrating. The vendor is being less than helpful. As patients, we are pretty much stranded, left twisting slowly in the wind. Even getting an appointment with a pulmonologist to explore alternatives has proved challenging. While I understand the FDA can't offer much help with the pulmonologist appointment, I am asking for assistance in dealing with philips, and hopefully getting a resolution to the device replacement issue. FDA safety report ID # (B)(4).